Manufacturer narrative:
This report is submitted on jun 15, 2021.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a loss of osseointegration of the implant. There are plans to re-implant the patient, date not yet set.